Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate and confirmed the reported issue. He found out that the temperature sensor connection for the patient tank on the processor board was causing intermittent readings and fluctuations. He cleaned the connection and calibrated the unit. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a heater-cooler system 3t the patient circuit indicated 50 degrees. There was no patient involvement.